Event description:
It was reported by dealer that the irc10lxo2 concentrator has a burnt power cord.

Event description:
It was reported by dealer that the irc10lxo2 concentrator has a burnt power cord.

Manufacturer narrative:
The device was evaluated by the returns department and it was found that the power cord was defective.

Manufacturer narrative:
Follow up will be filed if additional information is received.